Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) on the homechoice (hc) while connected during dwell. The cause of the alarm was unknown. The caregiver planned to have the patient finish therapy using manual supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A sample was received and an analysis of the device was performed. Visual inspection, leak testing, and functional testing were performed with no issues noted. The device was placed on a homechoice machine and ran with no issues noted. The reported problem was not confirmed via sample analysis. The evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was evaluated, but the reported issue could not be confirmed. The lot number was not provided, so no batch review could be performed. The cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.